Event description:
It was reported that the patient presented to the clinic following device implantation. Upon device interrogation, the right ventricular (rv) lead exhibited reduced r-wave amplitude. A chest x-ray revealed rv lead dislodgement and a lead slack issue. Based on these findings, the physician elected to reposition the rv lead. During the procedure, proper helix extension and retraction could not be achieved, as confirmed via fluoroscopy. As a result, the rv lead was explanted and replaced. The patient remained stable throughout the procedure.